Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: lot #? No information. Confirm the total qty involved? 2 products. Please confirm, was a suture product or package of pdpb741d removed from package/ box of z771d? No information. Was this noticed when removed from a brand new package of z771d or was this issue discovered after the package had been previously opened and sitting in the storeroom or other location prior to use? No information. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. It was found that there had been pdpb741d suture in the package of z771d. The lot number is unknown. Further details are not provided there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products. Evaluation: an empty opened box, empty opened foil of product code and labeled winding former with eight needle-suture combinations of product were returned for analysis. During the visual inspection of three opened samples, a mismatched between the product code z771d of foils and the product code pdpb741 of paper lids on winding former were observed. Also, the samples into of winding former were examined and belong to product code pdpb741. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, the assignable cause of assembly incorrect component is wrong and/or mixed product. Representative samples returned to support investigation of component incompatible/assembly device issues captured in reports 2210968-2019-78238, 2210968-2019-79050. Analysis results have been included in follow-up report for 2210968-2019-78238.